Manufacturer narrative:
The full patient identifier for this case is case- (B)(4). The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access high sensitivity troponin I reagent was not returned for evaluation. All assay and system verifications met specifications at the time of the event. A customer-performed precision run passed within specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. In conclusion, the cause of this event cannot be determined with the available information.

Event description:
The customer reported that on (B)(6) 2020, non-reproducible low troponin I (access high sensitivity troponin I) results had been generated on the access 2 section of the customer's dxc 600i part number (B)(4) and serial number (B)(4) for two patients. The samples were each reanalyzed a total of four times and erratic results were obtained. Customer stated results were not reported out of the laboratory and there was no change to patient care or treatment based on the erroneous results. Customer also stated that although results were discrepant, results were still considered positive as customer troponin I cutoff is 50 ng/l. The replicate tests for the two patients failed to meet precision claims stated in the access high sensitivity troponin I instructions for use (part number (B)(4)), "imprecision of hstni is = 10% cv at concentrations = 11.5 pg/ml (ng/l)." The imprecision demonstrated by these sample replicates exceeded this claim. System performance indicators such as system check, calibration and quality control were performing within acceptable limits at the time of the event. The patients' samples were collected in becton dickinson (bd) 3 ml lithium heparin collection tubes. Samples were centrifuged for 5 minutes at 5100 rpm. Samples were noted to be clean samples. Samples were then run in the primary tubes on the access 2 section of the customer's dxc 600i. No other sample processing information was provided.